Manufacturer narrative:
The first polarsheath was analyzed upon receipt at boston scientific. Initial visual and microscope inspections of the valve showed a tear overlapping the outer slit. The device passed pressure decay at 6 psi, hemostasis at 5.5 psi pressurization with saline, and aspiration with 10 cc and 60 cc syringe at various flowrates. The device passed aspiration and hemostasis testing with dilator insertion and removal, indicating the hemostatic valve maintained appropriate integrity despite the tear. Air pressure testing then was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter; the measurements were within the acceptable range and no air bubbles were observed. Laboratory analysis identified a tear in the hemostatic valve which may have led to the air ingress/sheath leak observed during the procedure. However, the leak was unable to be reproduced during testing. A review of polarsheath products shipped to this user facility prior to the event date was performed in order to identify the most probable lots involved in the reported event. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and a review of the manufacturing records for the associated lots found these devices met specification prior to distribution. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation (pvi) procedure. During the preparation of the sheath outside of the patient, the sheath was first flushed with saline and then saline was aspirated. The three-way stopcock connected to the sheath's side port was closed during this preparation step. While aspirating, air bubbles were visible in the syringe. When the nurse closed the hemostatic valve using a finger, no further air ingress was observed. The sheath was replaced a second polarsheath; however, the same issue was observed. A third sheath was used to complete the procedure. No patient complications were reported. The first and second sheaths were returned for laboratory analysis; this report provides details on the first polarsheath.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation (pvi) procedure. It was noted after flushing the sheath when the port side on the 3rd way stopcock was closed for the preparation. While aspirating, saline air bubbles were sucked in and visible in the syringe. It was also noted that when the nurse closed the hemostatic valve with their finger no air could be seen being sucked in. The sheath was replaced a second polarsheath that had the same issue. The procedure was completed using a different device with no patient complications being reported.